Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed error test, displacement test and basic occlusion test. The insulin pump was unable to prime during prime test due to faulty forces sensor. The insulin pump was unable to perform, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was programmed with a test glucose meter and communicated properly. The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube window, belt clip slot and battery tube threads. The insulin pump was received with broken reservoir tube lip, minor scratches on lcd window and stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump is cracked. The blood glucose readings were over 60 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.